Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
When connected scope to the light source system, there is no image output. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
Correction information: g6: follow up #1 h2: if follow-up, what type? H3: device evaluated by manufacture h6: coding changed based on the investigation result. D4: unique identifier (UDI) d8: was this device serviced by a third party? H4: device manufacture date. Evaluation summary: in this case, there was a leak in the forceps channel, and water entered the inside of the device from there, causing the imaging system to malfunction, and the endoscopic image was not displayed. As the cause of the leak, it is thought that the accessory was forcibly inserted in a curved state, but the cause could not be determined because the facility chose a third-party repair. The scope was repaired by the third party and returned to the hospital.